Manufacturer narrative:
This is duplicate of (B)(4). Please refer to the original medwatch report with reference number: (B)(4). Kindly disregard (B)(4) which were previously submitted.

Manufacturer narrative:
Vyaire complaint number (B)(4). Customer provided the ventilator serial number - (B)(6).

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported device found shut off with blacked out screen during patient use on the vela ventilator. The customer reported patient had some desaturation but was fine once transferred to a new ventilator.